Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. The patient held blood thinners a week before the placement. During the procedure, the hydrogel was pushed slowly and met with some resistance towards the end. This was thought to be that the hydrogel clogged but the physician pushed through it and the clog seemed to clear, then the hydrogel was pushed out of the needle. Upon reviewing the computerized tomography (CT) scans for simulation, the axial view revealed a grade 2 rectal wall injection (rwi), with most of the hydrogel conforming to the anterior rectal wall and being close to the mucosa. There were also some wisps of tissue in the hydrogel that looked like fibers of the anterior rectal wall. It was noted that the physician preferred, as far as next steps, to wait for a month and evaluate the anterior rectal wall through a scope, this will help assess whether to proceed with hypofractionated radiation therapy or wait for the mucosa to heal.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Additional information: blocks b5, b7 and h6 (patient and impact codes) have been updated based on additional information received on march 10, 2023. Correction: block b5 has been corrected. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. The patient held blood thinners a week before the placement. During the procedure, the hydrogel was pushed slowly and met with some resistance towards the end. This was thought to be that the hydrogel clogged but the physician pushed through it and the clog seemed to clear, then the hydrogel was pushed out of the needle. Upon reviewing the computerized tomography (CT) scans for simulation, the axial view revealed a grade 2 rectal wall injection (rwi), with most of the hydrogel conforming to the anterior rectal wall and being close to the mucosa. There were also some wisps of tissue in the hydrogel that looked like fibers of the anterior rectal wall. The patient experienced discomfort. It was noted that the physician preferred, as far as next steps, to wait for a month and evaluate the anterior rectal wall through a scope, this will help assess whether to proceed with hypofractionated radiation therapy or wait for the mucosa to heal. Additional information received on march 10, 2023. It was reported that the patient experienced rectal bleeding with bowel movements, which were resolved. However, the patient also had issues with needing to move his bowels three times to fully evacuate, or else he experienced rectal and urinary incontinence when standing up from a seated position. A magnetic resonance imaging (MRI) was performed and reviewed, and a clear rwi was noticed. Half of the hydrogel was above the rectum and half was within it. It was also noticed the hydrogel was not into the lumen. A colonoscopy was also performed, and the images were reviewed. The images showed a bulging but healthy mucosa. It was also reported that a biopsy from the spaceoar vue and the mucosa was taken. The plan is to do hypofractionated radiation therapy. However, it was not indicated if it had yet occurred.